Event description:
Patient complained of pain under right clavicle. Dye study revealed tear in catheter where it goes under clavicle.======================manufacturer response for bard access powerport, powerport (per site reporter).======================we have been working with field representative to try to resolve issue we have been having with split catheters.